Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It is not unreasonable to expect some degree of poly material wear after approx. 10 years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of osteolysis, and poly wear.